Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. It was unknown if the patient was treated with any medication for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up, it was reported that on an unreported date, the patient was treated with meropenem injection (1g, ongoing, frequency and route not reported) for the event. At the time of this report, the patient remained recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.